Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported by the patient that infusion set fell off, when he was taking shower. No further information was available.